Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. After clearing the error codes, and reseating the system pbc, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device locked up with a white screen when it was powered on. There were no reports of pt use associated with this event.